Manufacturer narrative:
(B)(4). Approximate age of device ¿ 69 days. The pump remains in use in use supporting the patient. No further issues have been reported. A direct relationship between the device and the reported events could not be determined. The instructions for use lists thrombosis, hemolysis, bleeding, and stroke as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A system controller log file was submitted for review for possible thrombus. No atypical alarms were captured and the system appeared to be operating as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient¿s pet pig had stepped on the patient¿s abdomen, and on (B)(6) 2015, the patient presented to the hospital with abdominal pain. Examination found that one kidney was larger than the other. Renal stents were subsequently placed. The patient¿s baseline lactate dehydrogenase (ldh) level was 414 u/l and at the time of admission it was 800 u/l. On (B)(6) 2015, an echocardiogram showed the aortic valve was opening, but after the pump speed was increased the left ventricle was unloading and the aortic valve was able to remain closed. The patient's ldh continued to rise and on (B)(6) 2015 peaked at 1872 u/l, with a haptoglobin of <10mg/dl. The patient was started on an integrilin infusion and by (B)(6) 2015 the ldh had dropped to 437 u/l. On an unspecified date, the renal stents were removed. On (B)(6) 2016, while still hospitalized, the patient experienced left lower extremity weakness. A CT scan showed a right anterior cerebral artery embolic stroke. The patient's anticoagulation medication was stopped and the stroke symptoms reportedly resolved by (B)(6) 2016. On (B)(6) 2016, the patient was re-started on heparin and coumadin. On (B)(6) 2016, the patient¿s ldh again elevated to 624 u/l and integrilin was restarted. An echocardiogram ramp study showed the aortic valve was closing at a pump speed of 9600 rpm. The following day ((B)(6) 2016), the patient experienced a headache and a hemorrhagic stroke of the right frontal lobe was reported. Anticoagulation was again held until (B)(6) 2016 when the patient was started on heparin. The patient remains in the hospital and as of (B)(6) 2016, the patient¿s inr was therapeutic on heparin with a partial thromboplastin time of 55 seconds, and the ldh was 428 u/l. The patient reportedly had no residual neurological symptoms after the stroke, but still had a headache. It was also reported that during the elevated ldh events, the pump was unloading the left ventricle properly after the speed was increased. The etiology of the elevated ldh levels was not determined. It was also reported that the patient has a history of unspecified non-compliance. No additional information was provided.